Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a circumferential tear 6mm from the distal marker band. Distal end of the separation of the balloon was pulled over the distal end of the device but still intact. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the calcified mid to distal right coronary artery (rca). A 2.50mmx30mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres on the distal rca; however, during the second inflation at 14 atmospheres, the balloon ruptured and the proximal one-third of the balloon was detached. No patient complications were reported.

Event description:
It was reported that balloon rupture and detachment occurred. The target lesion was located in the calcified mid to distal right coronary artery (rca). A 2.50mmx30mm emerge balloon catheter was advanced for dilatation. The balloon was initially inflated at 10 atmospheres on the distal rca; however, during the second inflation at 14 atmospheres, the balloon ruptured and the proximal one-third of the balloon was detached. No patient complications were reported.